Manufacturer narrative:
Findings: pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump and injection. The customer was advised that we are sending tubing clamp to perform high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl. The customer was advised to speak with their healthcare provider regarding low blood glucose. The customer was advised to monitor the pump.